Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) small volume intermates were leaking. It was further reported that "most likely at the end of the tubing as the cap loosened". The devices were filled with sodium chloride. This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six devices were received for evaluation. Visual inspection on the six units found fluid inside the bags that contained the units. When the units were removed from the bags, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the units with water. After fill, the blue winged luer cap was tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, no signs of leak were observed. The reported condition was verified, the cause of the condition was determined to be due to the luer cap not being tightened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.